Manufacturer narrative:
Result: broken fowler bracket on motor resulting on a bent CPR release.

Event description:
It was reported by service report that the CPR release bracket was broken. No patient involvement or adverse consequences were reported.